Event description:
It was reported that the user experienced a prolonged high glucose with a reported value of 401 mg/dL on a Dexcom G7 continuous glucose monitor (CGM) while using an iLet system with a Teflon infusion set placed in the left abdomen, which occurred after the user forgot to make a dinner announcement; the event was addressed with automated corrections and education on meal announcements. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed no device problem and identified a usage problem consistent with an improper procedure related to the user interface workflow for meal announcements. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.

Manufacturer narrative:
Initial.